Event description:
Event description cpi received information that one of the patch leads used with this implantable cardioverter defibrillator (ICD) system had a fracture, so the physician elected to replace the system with a pectorally implanted ICD system with an endocardial lead.